Event description:
It was reported that the pt was hospitalized for hypoglycemia. The pt stated that she inadvertently administered excess insulin by inserting the cartridge into the pump while attached to the infusion set, and without rewinding the motor.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. The pt stated that she inadvertently administered excess insulin by inserting the cartridge into the pump while still attached to the infusion set, and without rewinding the motor. The pump user guide instructs users to disconnect from the infusion set prior to priming it. The pump user guide also instructs the user to perform a motor rewind prior to inserting the cartridge. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an eval shall be completed and a supplemental report will be filed.